Event description:
It was reported that the newly implanted left ventricular (lv) lead had been placed normally with all three sutures of the retention sleeve tied down. Lead thresholds rose after slitting so the sutures were cut to reposition the lead. The physician noted that the sleeve had separated from itself along the middle suture line. The lead was repositioned and only the proximal and distal sutures were tied down. Normal pacing, sensing and impedance were then observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).